Event description:
The manufacturer received information alleging a ventilator's display screen froze. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was not returned to the manufacturer for evaluation. The device's sd card was reformatted at the reporting facility to address the issue.